Event description:
Crd_946 - triluminate pivotal patient ID: (B)(6) it was reported that on (B)(6)2023, the patient presented with functional tricuspid regurgitation (tr) grade 5. Three xtw triclips were successfully delivered and deployed, reducing the tr to mild. On (B)(6) 2023, a follow-up echocardiogram was performed. The posterior device appeared more mobile, however there was no detachment noted at this time. On (B)(6) 2024, another echocardiogram was performed. The tr increased to grade 3 and a single leaflet device attachment (slda) was noted with the same clip. There was no treatment, and no additional intervention reported at this time.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated and based on information provided the reported migration and slda appear to be related to tethered septal leaflet and is therefore, related to patient conditions. Tricuspid regurgitation appears to be due to the slda. Tricuspid regurgitation is a known possible complication associated with triclip procedures. Serious injury/illness/impairment was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previous report, the additional information was received: the single leaflet device attachment (slda) was due to a tethered septal leaflet. No additional treatment was provided.